Event description:
During the same hysteroscopy gyn procedure, with our faculty surgeon scrubbed in and aware. The newly purchased yellowfins apex, left leg of patient began to lose its position, on the bed.